Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 61x59mm abdominal aortic aneurysm. During the index procedure, it was reported that the final angiogram identified a type ia endoleak on the patients left posterior side of the aortic neck with antiegrade flow into the aneurysm sac. Per the physician¿s statement the stent graft landed about 5mm lower than intended; therefore, causing the type ia endoleak. The inaccurate delivery was attributed to the user error; implanting the stent graft lower than intended. The physician decided to add an endurant aortic cuff 28x28x49. The procedure was completed without issue. The final angiogram showed no endoleak. No additional clinical sequelae were reported and the patient is doing fine.